Manufacturer narrative:
H10, h3, h6 the reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed no issues. The warranty seal was not broken. Functional evaluation revealed the unit does not power up, but the power supply led's do illuminate when plugged in. Additional evaluation on opening the unit revealed the power supply control cable was loose, not fully plugged into j40 connector. Fully seating this cable resolved the power issue. The complaint was confirmed and is associated with a component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include consistent heavy movement of the device causing internal wires to come loose.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during set up or inspection when turned on the werewolf ent, no power goes to the screen. No surgical delay. The procedure was completed with a smith and nephew back up of different technology(procise max). Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.